Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient experienced a right common femoral artery (rcfa) hematoma while supported with impella cp. The device was explanted, and the patient required placement of a covered stent to achieve closure and hemostasis.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed / hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.